Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used in an endoscopic retrograde cholangiopancreatography procedure (ercp) on a female patient in 2008. According to the complainant, "during the procedure, the contrast was back flowing out the back of the handle and when they tried to close the basket, the tip popped off the basket. The case was completed with a second trapezoid rx lithotripter compatible basket." At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device has not been returned. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. The january 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.